Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting that a primary alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no harm. There was no patient, nor user impact as this occurred during a preventative maintenance (pm) event. The pse evaluated the device and reported a check vent: primary alarm failed message occurred and was confirmed in the diagnostic event log. The issue occurred during service at the repair center. The pse replaced speaker 1. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil) for analysis. The pil technician installed the speaker into a pil v60 standard test bed (stb) for testing. Visual inspection revealed no visual issues noted with the suspect speaker. The pil technician reported there was an alarm for check vent: primary alarm failed with repeat of e1102 error code during the diagnostic portion of the stb operation. In addition, the pil technician verified that the speaker failed pin to pin and solder to solder joint testing. The failure of this returned speaker is due to an open resistance to the voice coil of the speaker. The pil investigation resulted in the conclusion the returned speaker is faulty. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.